Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Event description:
It was reported that the device suddenly restarted several times during use. No patient injury was reported.

Manufacturer narrative:
The affected device was manufactured in march 2008 and the device and its log file were provided for the investigation. The device was tested in the manufacturer repair center and passed all tests. The log entries confirmed that the device performed a warmstart on the reported date of event at 15:15. Based on the error log it was determined that the cause for the warmstart was a software problem that can occur in rare cases after the user opens the tube system during ongoing ventilation. In 2010 the software update 7.02 was released solving the problem. The device was updated to the latest software version 7.06 to address the problem. The device reacted as specified for the detected deviation by initiating a warmstart to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the warmstart (duration approx. 8 seconds) the ventilation is continued with the latest parameters.

Event description:
Please refer to the initial report.